Manufacturer narrative:
The customer replaced the battery to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Report date: 24aug2021. (B)(6).

Event description:
The customer reported a red alarm. Patient involvement information is pending, but there was no report of patient or user harm. The remote service engineer (rse) advised it was probably an alarm related to the battery that must be replaced. The customer would like to replace two batteries and is looking for a quote for them. The rse recommended performing a swap test with another battery from another device. If the error disappears, then it is the battery that must be replaced. If the error persists, then it is potentially the power management board that is defective. Further information is pending.

Manufacturer narrative:
No further patient information could not be obtained. It is unknown if the device was being used for treatment at the time of the reported event, however, there was no patient harm or injury noted.